Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Triathlon ps was revised due to stiffness and patient complaining of not being able to flex greater than 100deg. Original surgery date (B)(6) 2017. All components removed, except patella, and replaced with triathlon ts.